Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive prior to the keypad being torn/punctured. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: during investigation, the keypad was torn on the ok button contact. The ok button was under responsive. The up arrow, down arrow, and contrast button functioned properly. The keypad was removed to find the ok button contact was flattened. The pump was opened to find no damage to the keypad connector or keypad flex cable. The keypad connector latch was secure.